Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The device was returned due to impedance, sensing, and pacing anomalies during an attempted implant. Bench and ate tests were performed on the device and the device was found to be normal. The cause of the field event is believed to have resulted from a connection issue.

Event description:
It was reported that during implant the header appeared to not be electrically connected to the can. A, rv, and lv impedances were open circuit; no sensing or pacing on any chamber. This device was not implanted.